Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.h6; medical device problem code 4001 - removed.

Event description:
Subsequent to the initial medwatch report, the following information was received: the suture knot was successfully advanced to the vessel wall and tightened; however, hemostasis was not achieved. The exact failure was unspecified. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a closure of the left common femoral vein was attempted with a prostyle device after a cardiac ablation interventional procedure using an 8f sheath. Reportedly, although the knot was advanced, hemostasis was not achieved. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.